Event description:
The customer reported that the reading for the right ventricle cardiac output on the display of the companion 2 driver was fixed at 2.3 liters per minute, while the left ventricle cardiac output reading was updating appropriately. This issue was sustained for over five minutes. The pt was switched to a backup companion 2 driver without adverse impact. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.